Event description:
It was reported that after a percutaneous coronary interventional procedure, arteriotomy closure of the right common femoral artery above the inferior epigastric artery was attempted using a starclose se device. A femoral angiogram was not performed prior to the arteriotomy closure procedure. The closure procedure was reportedly started with a good nick-and-spread of the subcutaneous tissue tract. Reportedly, after depressing the plunger to begin exchange sheath splitting and locator wings deployment, it was barely possible to advance the thumb advancer as excessive resistance was felt. It was not possible to retract the thumb advancer. The safety release was used to collapse the locator wings and the device was gently pulled out from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. The pci was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deployment of the thumb advancer not being able to be completed was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event - the customer could not remember the exact date the reported event occurred, but reported the product experience occurred in (B)(6) of 2013; therefore, (B)(6) 2013 will be the estimated date of occurrence. A femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use state under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. Incorrect anatomy -reportedly, the device was used in the right common femoral artery above the inferior epigastric artery. The starclose se device instructions for use state under the warning section not to use the starclose vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. In addition, the starclose se device IFU states under the special patient populations section that the safety and effectiveness of the starclose vascular closure system have not been established in patient populations with access sites above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.